Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated she is not feeling stimulation on p1 and is having pain in her left ankle. The patient stated she had surgery for her knee, which was unrelated to the device or therapy. The patient stated she hasn't been using the device since then and thought she would have trouble charging it up. The patient state she was able to successfully charge her ins however, it took the patient five hours to charge and inquired if this is normal. It was reviewed with the patient charging can take that long if the device is low. The patient stated her pain in her ankle is getting worse which is why she wants to try and use the ins again. The patient stated normally she uses the spinal cord stimulator and takes medicine but she's only been taking the medicine. When the patient synced with their programmer it showed the stimulation was off. It was reviewed with the patient how to turn stimulation on. The patient was able to turn their stimulation on and the issue was resolved. The patient stated she decreased and increased stimulation on p1 and confirmed it's now working and she can feel it. The patient also mentioned on the call seeing ins is low and to charge it screen come on. The patient was assisted with bypassing the message and patient confirmed the ins is very low. It was reviewed with the patient that she needs to charge her ins. It was also reviewed stimulation will not be available if the ins battery is less than 25%. The patient plans to turn stimulation off and charge up her ins tonight so she can start using it again. It was also noted the change in the patient's therapy/symptoms was gradual. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the patient. The patient reported that they are having an MRI due to a sharp pain in the middle of their back, near their implantable neurostimulator (ins) site. They indicated that they started receiving a sharp pain on (B)(6) 2019 that felt like something was ¿slicing through their back''. The pain was considered sudden. The patient stated that they went to the ER and had x-rays performed and was told that they had a compression fracture at l3, and that the healthcare provider would like the patient to have an MRI for more information. They indicated that they were provided with a lumbar back brace to use until they have the MRI. They patient also mentioned that the implant stopped helping with pain management about 2-3 years after implant. They considered the loss of therapy to be sudden. They mentioned that they have neuropathy in their ankles. The patient stated that they did go and see their healthcare provider, who reprogrammed the device so that the stimulation was more in their ankles. However, due to the patient¿s neuropathy, they were concerned they might fall so they stopped using the therapy. They mentioned that they have not recharged the device in about a year. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient needs an MRI but cannot charge the ins. The rep stated that the patient has not used the device in a while, and the MRI facility will not perform the MRI without being able see the eligibility on their programmer. The ins was confirmed to be in overdischarge. The rep attempted multiple antenna locate functions, and also a physician mode reset, but was unsuccessful. The patient was advised to contact their healthcare provider regarding the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jun-11 reporting that they went to the emergency room (ER) for an x-ray. It was noted that the patient had a compression fracture at l3 that had nothing to do with the stimulator. The pain had been getting better after the patient was wearing a back brace for a few weeks. No further complications were reported.

Manufacturer narrative:
Regulatory report #3004209178-2019-07127, follow up #001 corrected to 2019-04-11. If information is provided in the future, a supplemental report will be issued.